Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, multiple non-sustained oversensing episodes were observed on ventricular lead. Patient was asymptomatic. Programming changes were recommended. No further information was provided.